Event description:
A customer returned an infusor which did not infuse a full dose of medication. It is unknown how much medication was not delivered to the patient. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter received four samples for evaluation which contained approximately 60 ml of drug fluid in the bladder. Visual examination of the samples showed no sign of physical abnormality. An accuracy flow test was performed on the samples. The drips of drug fluid were measured from each of the four samples and determined the following flow rates: sample 1 = 3.12 ml/hr, sample 2 = 2.07 ml/hr, sample 3 = 1.98 ml/hr, sample 4 = 1.15 ml/hr. The flow rate obtained from each sample was found to not be within the specifications (9.00 - 11.00 ml/hr) of the product. The reported condition of an underinfusion was confirmed. The root cause was determined to be due to excessive drug precipitate in the fluid of the bladder. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.